Event description:
It was reported that a patient had developed peritonitis, while performing peritoneal dialysis (pd) therapy. The reporter stated that the home patient's (hp) cat had bitten the patient line during the night. The patient was not hospitalized for this event and the treatment was not reported. The hp was recovering at the time of this report.

Manufacturer narrative:
(B)(4). This condition was confirmed, as it was reported that there was a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The cause was determined to be a use error based on the report. Should additional relevant information become available, a follow-up report will be submitted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.